Event description:
It was reported that during preventative maintenance the device had a heat fracture. No further info is available at this time regarding this fracture. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow-up report will be made when the product is returned.